Event description:
The customer states that one patient sample generated an initial architect c8000 sodium assay result of 116 mmol/l. The sample retested at 139 mmol/l. Controls have been within specifications.there is no impact to patient management reported.